Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vasospasm occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.0 x 15 mm maverick balloon catheter was advanced for dilatation which slightly improved the antegrade flow; however, acute vessel recoil was observed. A 2.50 x 24 synergy¿ stent was advanced but it failed to cross. A 2.5 x 20 mm synergy¿ stent was advanced through a guidezilla guide extension catheter. The stent was fully apposed to the vessel and the procedure was completed. No further patient complications were reported and the patient's status was stable.